Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 adverse event problem - medical device problem code - 2017: snaring of device

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant utilizing a large flexnav delivery system. The patient presented with a pacemaker with electrode in right ventricle. Calcium was sufficient for anchoring. Pre-dilatation was performed via 20mm balloon annular valvuloplasty (bav). When advancing the flexnav, there was a slight pressure drop. Pacing was at 120 beats per minute (bpm). The first deployment attempt of the navitor was too deep, so the valve was re-sheathed. Second attempt at deployment was successful at a depth of 4-5mm at left coronary cusp (lcc) and 2-3mm at the non-coronary cusp (ncc). After the valve was deployed and the flexnav was pulled back to the descending aorta, the patient collapsed. Resuscitation and intubation were performed. Echocardiogram showed a drop in left ventricular function. No pericardial effusion was observed. During resuscitation chest compressions the valve embolized upwards out of the annulus. Attempts to snare the valve failed and the patient died. It was unclear why the patient collapsed but the physician thought it was related to duration of pacing. The physician classified the death as likely related to the procedure and the patient¿s comorbidities.

Manufacturer narrative:
An event of the valve migrating during the procedure and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The final implant depth was 4-5mm at left coronary cusp (lcc) and 2-3mm at the non-coronary cusp (ncc) shallow than the optimal 3 mm implant depth which may have contributed to the reported event of migration. Additionally patient collapsed for unknown reason, to treat resuscitation and intubation were performed. During this procedure valve embolized upwards out of the annulus. Attempts were made to retrieve the valve through snare but patient passed away. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the patient's death noted to be related to procedure and the patient¿s comorbidities but could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, artmt600279791 rev. B "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Since physician was aware of IFU warning, therefore letter will not be sent. From medical review: "the exact cause of death is not know but acute coronary obstruction or unrecognized severe pvl (possibly due to unrecognized malposition) are considerations. No obvious device malfunction was noted."